Manufacturer narrative:
A review of the device history record was performed and no issues were found. All devices within the lot met all requirements for release and distribution. There have been no other complaints associated with this lot number. A comparative catheter was pulled and tested for rated burst pressure. The comparative catheter was the same catalog number but a different lot number as the complaint catheter. The balloons were immersed in a body temperature bath and incrementally. Inflated until they burst. The inner balloon did not burst until 17 atm, which is well above the labeled rbp of 5 atm. The outer balloon did not burst until 15 atm, which is also well above the labeled rated burst pressure of 9 atm. The bib was being used to expand a palmaz xl stent which is an off label use of this device in the u.s. Since the bib is only indicated for stent placement of the cp stent and g-armor stent. The stent being used is also only approved for biliary applications and it was being used in the rvot, which is another off label use. The palmaz xl device is only rated for a diameter of 10mm. The physician mounted it on this 22mm balloon. The palmaz stent is known to have sharp edges, and with the stent being expanded to more than double its rated size, those sharp edges may have put additional pressure on the balloon when it was being expanded. There were already previous stents as well as a melody valve in place where this additional stent was being expanded.

Event description:
Balloon rupture.